Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The electronic patient records were downloaded and reviewed. There were multiple electronic records ((B)(6) files) with 'connect electrode' message on the reported event date. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device would not recognize the defibrillation electrodes that were connected to the device during testing. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. There was no patient use associated with the reported event.